Manufacturer narrative:
Two boxes were returned for evaluation. Animal implant studies were performed and evaluated at 7 and 14 days post-op. No inflammation or exudate was visible on or around any suture at either time interval. Lot history records were unremarkable with regard to this complaint and no other complaints have been made against this lot (save the other instances reported by this customer). The complaint is not confirmed. Co is unable to determine a cause for the reported problem.

Event description:
Customer reports, the pt experienced a suture line infection after a valve implantation at 51 days post operatively, diagnosed by echocardiogram and blood cultures. The pt was reoperated and placed on systemic antibiotic therapy.